Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "while surgeon was tapping over the k-wire, he said he felt a metal on metal clicking. He stopped tapping and removed the tap. When he looked at it, a large piece of the tap was missing off of the tip of the 5.5 mm tap. The piece was broken off the end of the tap and stuck in the pt's vertebral body. The surgeon spent over an hour and ten minutes trying to remove the piece. He tried using the 7.5 mm tap to widen the hole to get an instrument down there to retrieve the broken piece. But ended up breaking the 7.5...